Manufacturer narrative:
(B)(4) complaint number: (B)(4). Results of investigation: this unit was field serviced by a (B)(4) authorized service technician. The service technician was able to verify the customer's reported issue during testing and evaluation. The service technician replaced the power flex circuit and pigtail to address the customer's reported issue.

Event description:
It was reported to (B)(4) that the unit had a damaged pigtail. The power connector was burnt. There was no report of any patient involvement associated with this reported issue.